Event description:
A remstar auto device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation inside the blower kit. In addition, the device had dust contamination. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.